Event description:
The reporter indicated that screen of their dell x50 was freezing on a regular basis during device interrogation and on the parameter screen. The reporter also indicated that the device was performing very slowly. Good faith attempts for product return have been unsuccessful to date.